Manufacturer narrative:
No button error alarm. Intermittent button response was found during failure analysis due to moisture damage keypad trace. The insulin pump also had scratched lcd window, cracked case near display window corners, battery tube threads cracked.

Event description:
The customer reported via phone call that they received a button error alarm that they could not clear. The customer's blood glucose was 139 mg/dl. The customer reported exposing the insulin pump to sweat. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.